Event description:
The customer contact reported backflow of fluid fro the secondary solution container into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver 1000ml of lactated ringers, at a rate of 100cc/hr, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of piperacillin/tazobactram 100ml, for a duration of 30 minutes. No further programming parameters were provided. The primary solution container was hung lower than the secondary solution container. The customer contact reported that prior to the start of the piggyback delivery, backflow of solution from the secondary solution container into the drip chamber of the primary tubing set was noted. The primary tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.